Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported that a "low battery" error message occurred. The device was not changed out. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.